Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring on top of reservoir was cracked due to this reservoir was not able to lock in place when inserted in insulin pump. The customer¿s blood glucose level was 138 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with reservoir tube lip completely broken off and test reservoir unable to lock/click into place.